Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a gastroscopy and duodenal stent placement procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a duodenal bulb (d1) stricture caused by a malignant pancreatic mass. It was reported that the patient's anatomy was tortuous and the lesion was not pre-dilated. Additionally, it was reported that the scope positioning was difficult due to altered gastric and duodenal anatomy secondary to pancreatic mass. During the procedure, after inserting the scope over the guide wire, and placing it across the stricture, it was attempted to deploy the stent but resistance was met and the handle separated from the sheath. No part of the stent could be deployed at all. No other visible issues were noted. The device was removed from the patient and the procedure was completed with another smaller wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. The evaluation findings of polytetrafluoroethylene (ptfe) coating delamination from catheter. A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 205 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The review and analysis of all available information failed to indicate a root cause or probable root cause. The most probable root cause classification is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.